Event description:
Patient with diagnosis of anemia in pregnancy was receiving venofer infusions. Physician order was written for 200 mg venofer over 30 minutes. Rate was 200 ml/hr; dose rate 400. At end of infusion, IV pump alarmed "air in line", gave an audible alarm and flashed red. Rn observed 46 inches of air past the cassette. Rn shut off IV, disconnected IV from patient. No air reached the patient. Patient was not harmed. Pump was taken out of service and biotech notified to sequester pump. Hospira was notified and (B) (4) filed an FDA report for hospira.====================== health professional's impression======================cause of air in line is unknown at this time. Hospira is investigating the root cause====================== manufacturer response for IV pump and tubing, symbiq IV infusion pump======================hospira is investigating root cause of air in line. Root cause is unknown as of last month. Hospital has met with hospira reps. Six medsun reports have been filed for this hospital involving symbiq IV pumps to date. All have had the "air in line" problems.